Event description:
Pda device used to occlude a perivalve av leak which measured 3-4mm. By echo and fluoro, device appeared in good position and the leak diminished. However, after serveral mins, the device moved toward the ventricle. Althugh the device remained in place and because it was all in the ventricular side, it was deemed unsafe to leave in that position. Pt went to or from cath lab for device removal and repair of av leak. The placement of the duct occluder was to attempt to avoid or. If the device had worked, the child would have avoided the surgery. Since it moved, he had the surgery to removed the device and repair the valve. The child is doing well.

Manufacturer narrative:
Since being notified of the event, aga med has requested additional info from the physician on 5/30/2006 and 6/20/2006. As of the filing of this report, no additional info has been received by aga medical.